Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the flow sensor module would intermittently display the flow readings. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.